Manufacturer narrative:
Other text: g2 email is: regulatory.responses@icumed.com. Device evaluation: four devices were returned for investigation. Eight photos were also submitted. They do not show the leaking issue. Visual inspection noted it was not possible to detect any issue which could cause the leaking failure mode. The leaking issue was not detected in the leak test; complaint was not confirmed. Root cause could not be established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective action is required because the failure mode reported by the customer was not confirmed.

Event description:
It was reported that there was a leak found during pre-use check. No patient involvement.

Manufacturer narrative:
Other, other text: d4: UDI, g5: 510k are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.